Event description:
Boston scientific was notified that during coil positioning, the physician experienced a premature detachment of the coil. The coil could be removed using a retriever 10, and the procedure was finished successfully with another coil.